Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there patient consequences? If yes, please explain. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H3 investigation summary ==> the product was returned to ethicon for evaluation. A used needle with a piece of suture still attached to the needle inside its labeled winding former was received for analysis. The product code is sxpp1a422. In addition, a photograph was provided for analysis, and it was noted a needle-needle-piece appeared with a cut at the extreme." Upon initial inspection of the needle-suture piece, significant tooling marks were noted in both (suture and needle). These tooling marks appear to be caused by a surgical instrument. During the visual inspection of the suture piece, the extreme was cut and split near the swage area it was noted that likely caused by a surgical instrument. Additionally, body fluids and damage (crushing) on the surface were also observed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. The suture split in two at needle to first barb. Looks like it split into two. This happened after a few passes. Standard handling technique, no extra pulling was made. There were no adverse patient consequences reported. Additional information was requested.